Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system presenting electrogram (egm) due to concerns of right ventricular (rv) loss of capture (loc). Upon review, the presenting egm showed that after a ventricular pacing (vp) beat, an r wave was not marked by the device due to right ventricular refractory period (rvrp). Ts suspected that the vp is not capturing, and the r wave is conducted from the atrial paced (ap) beats. Ts also noted that the right ventricular automatic capture (rvac) tests appeared to be unsuccessful due to low evoked response. Ts discussed review findings with the hcp and recommended programming optimization options. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this pacemaker system underwent a replacement procedure. The full pacemaker system which included the pacemaker and rv lead were successfully explanted and replaced with a new system. No additional adverse patient effects were reported. Subsequently, additional information was received from the field representative that reported that the pacemaker system explant was due to loss of capture (loc) on the right ventricular (rv) lead. The physician suspected the cause of the rv lead loc was due to micro perforation of the lead, however the cause was unable to be conclusively determined. No additional adverse patient effects were reported. The products were retained by the hospital.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return. The local field representative replied stating that the product was retained by the hospital. The local area sales representative was contacted for additional information regarding product return. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The local area sales representative was contacted for additional information regarding product return. The local field representative replied stating that the product was retained by the hospital. The local area sales representative was contacted for additional information regarding product return. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system presenting electrogram (egm) due to concerns of right ventricular (rv) loss of capture (loc). Upon review, the presenting egm showed that after a ventricular pacing (vp) beat, an r wave was not marked by the device due to right ventricular refractory period (rvrp). Ts suspected that the vp is not capturing, and the r wave is conducted from the atrial paced (ap) beats. Ts also noted that the right ventricular automatic capture (rvac) tests appeared to be unsuccessful due to low evoked response. Ts discussed review findings with the hcp and recommended programming optimization options. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this pacemaker system underwent a replacement procedure. The full pacemaker system which included the pacemaker and rv lead were successfully explanted and replaced with a new system. No additional adverse patient effects were reported. Subsequently, additional information was received from the field representative that reported that the pacemaker system explant was due to loss of capture (loc) on the right ventricular (rv) lead. The physician suspected the cause of the rv lead loc was due to micro perforation of the lead, however the cause was unable to be conclusively determined. No additional adverse patient effects were reported. The products were retained by the hospital.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system presenting electrogram (egm) due to concerns of right ventricular (rv) loss of capture (loc). Upon review, the presenting egm showed that after a ventricular pacing (vp) beat, an r wave was not marked by the device due to right ventricular refractory period (rvrp). Ts suspected that the vp is not capturing, and the r wave is conducted from the atrial paced (ap) beats. Ts also noted that the right ventricular automatic capture (rvac) tests appeared to be unsuccessful due to low evoked response. Ts discussed review findings with the hcp and recommended programming optimization options. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding product return. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system presenting electrogram (egm) due to concerns of right ventricular (rv) loss of capture (loc). Upon review, the presenting egm showed that after a ventricular pacing (vp) beat, an r wave was not marked by the device due to right ventricular refractory period (rvrp). Ts suspected that the vp is not capturing, and the r wave is conducted from the atrial paced (ap) beats. Ts also noted that the right ventricular automatic capture (rvac) tests appeared to be unsuccessful due to low evoked response. Ts discussed review findings with the hcp and recommended programming optimization options. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this pacemaker system underwent a replacement procedure. The full pacemaker system which included the pacemaker and rv lead were successfully explanted and replaced with a new system. No additional adverse patient effects were reported.